Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer¿s investigation conclusion: review of the submitted log files confirmed the reported driveline communication fault alarms. Abbott technical services performed a cleaning of the inline connector and noted there was corrosion on the receiving side of the inline connector (pump cable), which was cleaned. The corrosion would have contributed to the driveline communication fault alarm. The root cause for the corrosion was determined to be fluid ingress (refer to modular cable evaluation). Log files from the time of the reported event were submitted which revealed driveline communication faults. No other notable alarms were observed in the log file. The alarms did not effect the ability of the pump to operate at the set speed. On 04apr2034, abbott technical services performed cleaning of the inline connector connection and noted that there was corrosion on the pump side of the inline connector. Additional log files were submitted, post cleaning, which captured no further driveline communication faults. No notable events or alarms were observed in the log file. The pump appeared to function as intended. The patient remains ongoing on the heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 4 of the patient handbook ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline power faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline fault alarm starting on (B)(6) 2024 around 11pm. The patient was doing well with no changes to flows. The patient did not recall exposing the driveline or modular cable connection to any fluids. Log files were submitted for review and recorded a driveline fault at (B)(6) 2024 22:38:24. The event log associated this event with an f20 communication b fault. Motor function was not affected by this event. It was suggested to replace the modular cable with system controller and continue to monitor for unusual events. Additionally, it was suggested to temporarily set the recording frequency of the periodic log to 10-minute intervals, so data was captured more frequently. Follow up log files for the new system controller and modular cable were submitted for evaluation and recorded a driveline fault associated with an f20 communication b fault which did not affect pump functionality. Images appeared to show signed of corrosion of the modular cable. A driveline connector cleaning was performed on (B)(6)2024 to resolve the alarms. Surface corrosion on the surface of the pump end connector was noted. The surface corrosion and female pin was cleaned off with 99% alcohol and a toothbrush with no issues. There were no further communication faults noted post cleaning. This was verified on the heartmate touch and also with a log file. The patient tolerated the pump off periods well and was educated to cover the connection when showering. There were no patient related issues following the system controller and modular cable exchange. The communication b faults resolved following the driveline connector cleaning with no patient related issues. The patient was home and well. Related manufacturer reference number: (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.